Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The end user reported that there was a small hole in the tube. The product was used by the patient. However, it was unknown whether the hole was appeared before or after squeezing the paste. A photograph depicting the issue was received from the complainant.